Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the device, yprc03, y-knot pro rc anchor, three no. 2 hi-fi, was used during an arthroscopic rotator cuff repair procedure on (B)(6) 2026 when it was reported, ¿after using the yknot inline guide to determine the position at the posterior part of the humeral head, the product was driven in with a self-punch. The surgeon determined the insertion position and installed the inline guide, and the assistant drove the anchor. However, the bone was too hard to insert, so the surgeon took over and drove the guide in, but the guide slipped off the femoral head. When the guide was removed from the portal, it was discovered that the tip of the inserter had broken off. The inside of the joint and around the machine base were checked, but it was not found, and a postoperative x-ray did not confirm its presence in the body.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with a 5-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date and photographic evidence was not provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 14 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, yprc03, y-knot pro rc anchor, three no. 2 hi-fi, was used during an arthroscopic rotator cuff repair procedure on (B)(6) 2026 when it was reported, ¿after using the yknot inline guide to determine the position at the posterior part of the humeral head, the product was driven in with a self-punch. The surgeon determined the insertion position and installed the inline guide, and the assistant drove the anchor. However, the bone was too hard to insert, so the surgeon took over and drove the guide in, but the guide slipped off the femoral head. When the guide was removed from the portal, it was discovered that the tip of the inserter had broken off. The inside of the joint and around the machine base were checked, but it was not found, and a postoperative x-ray did not confirm its presence in the body.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with a 5-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.